Manufacturer narrative:
Concomitant products: product ID: 8711, lot# j0058189r, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient was previously receiving intrathecal gablofen (baclofen) 2000 mcg/ml 500 mcg/day lot number 2138-105 and was currently receiving lioresal (baclofen) 2000 mcg/ml; 499.6 mcg/day lot number ds0079a via an implanted pump. The indication for use was intractable spasticity and cerebral palsy. The hcp could aspirate the pump but could not fill the pump completely. They were able to fill 35 ml into the pump. The pump was aspirated on (B)(6) 2015 and the expected residual volume was 6.8 ml; the actual residual volume was 6 ml. The hcp aspirated the entire contents of the reservoir. The hcp then filled the pump again with the 35 ml and sent the patient home. The hcp filled the pump with the first 20 ml with no problem; the second 20 it stopped at 15 ml. Specific patient symptoms, cause of the event, interventions, troubleshooting/diagnostics, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.